Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was isolated to a faulty mixing pump. Serviced the mixing (sn # (B)(6) pump. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, level sensor cracked, unit was primed to fill. Performed 2k pm service on the unit. Serviced the circulation (sn # (B)(6) pumps replaced the heater # 1932, with new heater # 2309, manifold o-rings, drain valves, tank tubing, level sensor # (B)(6), with new level sensor # (B)(6), and the coin cell # 18.6.29., with new coin cell # 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Installed shunt lines into fdl and verified the pressure test was found to meet the requirement of +2psi or above per procedures. Temperature input cable was inspected and tested with resistance thermometer, checked for accurate reading, and passed. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected

Event description:
It was reported that the nurse stated getting alert 113 (reduced water temperature control). The system hours is 5976, pump hours 5534, patient temperature is 35.4c, target temperature is 36c, water temperature is 27.6c, flowrate 3.2lpm, water level 4. They had not added water, but believes day shift did. They guided through draining 500ml of water from right side drain port. The water temperature is start to increased. The device has a failed mixing pump and is due for the 2000 hour pm service. Per investigator notification received on 01aug2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded , level sensor cracked and unit was primed to fill. Performed 2000 preventive maintenance service on the unit. Per follow up information received via email on 11jul2023, updated entry description (see attachment)it was reported that the mixing pump needs to be replaced. It is also time for 2000 hour maintenance. They are requesting a loaner when they send the device in. No additional information or sample is available at this time. An additional follow up is not required.

Event description:
It was reported that the nurse stated, getting alert 113 (reduced water temperature control). The system hours is 5976, pump hours 5534, patient temperature is 35.4c, target temperature is 36c, water temperature is 27.6c, flowrate 3.2lpm, water level 4. They had not added water, but believes day shift did. They guided through draining 500ml of water from right side drain port. The water temperature is start to increased. The device has a failed mixing pump. And is due for the 2000 hour pm service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.